Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the cement would not mix properly and was clumpy. The customer stated it seemed like there was not enough liquid. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. Device history record (DHR) was reviewed and no discrepancies were found. The instructions for use (IFU) for this product states in the section titled warnings: 2. Improper placement and positioning of the filler can cause a subsequent undesirable result the surgeon must be familiar with the material properties, handling characteristics, the method of application and the surgical procedure prior to performing surgery. The IFU also provides instructions and appropriate mixing times in the sections titled mixing instructions and product mixing times. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).